Event description:
The patient report that there is no power to the monitor. The power cord was plugged into different wall outlets, but still there was no power. A replacement power cord was being sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the reported event, the monitor was able to power up normally, no electrical anomalies were found. It was noted that the top housing was damaged.

Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. The patient also advised that there was some "tape" on the cord. A replacement power cord was sent, but the monitor was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.